Event description:
The customer indicated during imaging unit lock up with imaging not available. The customer had to reboot the system. The pt was stabilized and the examination was rescheduled.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.